Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted with only the right atrial (ra) and left ventricular (lv) leads. The right ventricular (rv) port was plugged. However, the rv electrogram (emg) was showing an artifact that resulted in pacing inhibition. Technical services discussed the artifact was the lead auto detect circuit, which was trying to obtain an in-range impedance measurement on the rv lead. There was not a work-around via programming to resolve this issue. Technical services noted if an invasive intervention was performed, the physician could disconnect the ra lead from the device and connect it to the rv port for 2-3 seconds and this would clear the lead auto detect circuit. The ra lead could then be reconnected to the ra port. Technical services also provided he steps to program off the ventricular tachycardia detection and egm storage. It was later reported that the physician elected to reopen the pocket and implanted a non-boston scientific bipolar left ventricular (lv) lead into the coronary sinus and connected it to the rv port. This resolved the artifact from the lead auto detect circuit and the system remains implanted and in service with two lv leads. No additional adverse patient effects were reported outside of the need for a second surgery.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.